Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for a pulmonary veil isolation (pvi) procedure indicated for a case of atrial fibrillation (a fib) . During the procedure, the physician mentioned that the nrg needle failed to cross despite several attempts of energization. The generator was in ready mode was the issue occurred, rf energy was applied, the sound was heard, yet the nrg needle failed to cross the septum. The needle and a non-boston scientific grounding pad were both replaced (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is not expected to return for analysis as it was discarded at the facility.